Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial non capture on presenting rhythm and episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.